Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that since (B)(6) 2013 the transmitter gave an out of range signal. The problem was resolved by the end of contact with dexcom technical support.